Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was exchanged due to suspected thrombus. The pt had presented with subacute elevation in hemolysis markers over several weeks. A log file was reviewed at the time and no abnormal alarms or events were noted. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer. The pump was returned assembled with the percutaneous lead severed approximately 5" from the pump housing, and the remainder of percutaneous lead was not returned. The inflow conduit and outflow graft were not returned for evaluation. Examination of the pump revealed a white deposition in the outlet stator, situated adjacent to the outlet bearing ball. The lack of structure, lack of denaturing and lack of laminated layers indicated that this deposition did not develop in the outlet stator. The pump was cleaned, reassembled and tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop, and the pump functioned within specification. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.